Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo medical products (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It was described that during a pt transfer using a medibo sling the right side leg clip broke. The pt's leg dropped onto the bed positioned directly below and the rest of their body remained positioned in the sling. No injuries were sustained.